Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 540 mg/dl. The customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.